Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's atrial lead exhibited noise since 2015. The lead was reprogrammed to vvi as it was determined that the atrial lead was not required. No patient symptom was reported and the patient would continue to be monitored.